Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent-power issue, and the battery compartment was cracked. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 12/09/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/18/2014 with the following findings:several inexplicable power-reboot events, which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was cracked from the threads to the grip pad, and the threads of the returned battery cap were stripped; these device failures indirectly contributed to the reported issue. The returned battery cap was unable to secure to the pump case per the instructions for use (IFU); this device failure directly caused the reported issue. The pump was unable to maintain power with the returned battery cap installed: the reported issue was duplicated. A test battery cap, which was able to secure to the pump per the IFU, was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power-related events were observed. The pump case was removed, and no evidence of internal damage or defect was found. The following findings are unrelated to the reported issue: the display screen visual was discolored due to an unidentified display failure. A second battery compartment crack was observed between the grip pad and case seal.